Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd safetyglide¿ needle was found with foreign matter as ¿plastic particles were noticed on the distal end of the needles.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Seven 21g x 1 1/12" safetyglide needles in opened blisterpack inside opened shelf carton were received by (B)(4) for investigation and it was confirmed to be from lot number #7324750, catalog # 305917. Two photos were also submitted for review. Based on visual examination of the returned samples and photos, foreign matter in form of loose white particles were observed on cannula shaft on one sample and photos. Also dark foreign matter was observed on cannula shaft near tip on two needles. The observed dark and white particles are level 2 in size level, level two is within acceptable limits as per product specification. DHR review for batch 7324750 (p/n 305917): manufacturing date: 12/04/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7324750 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect confirmed based on sample evaluation performed.